Event description:
It was reported that the ventilator had a software problem. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The ventilator was unable to boot up and the screen became white. The screen was opened and found that all screws were missing and the light bar was missing as well. The control panel was replaced and a software version 4.4 was installed. The ventilator passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. This type of failures will be noticed before use.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)# : previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).